Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. The motion bar did not fully boot. The motion ssr was shorted and stuck closed. The gantry motion controller (mc) also gave an error 310. The rep replaced the motion ssr and tested the system. System was fully functional and the mc error was resolved. The rep performed a full system checkout and reviewed error logs. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the imaging system was not booting up during a spine procedure. Navigation and imaging were discontinued for the surgery. The rep was unable to provide any further surgical details at the time of the call.

Manufacturer narrative:
Investigation of returned suspect 12amp motion ssr relay confirmed the reported complaint, relay failed bench test. Short found between input pin 1 and 2. The reported issue was confirmed to be caused by an electrical failure.